Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 1.9 (patient's inratio meter), 2.6 (customer's inratio2 meter). Patient claimed that there have been discrepancies between his inratio meter and the lab since (B)(6) 2010. Replacement strips were sent, but discrepancies still occurred. Inratio readings were either 1.5-1.9 or 4 and above inr results. Lab values were 2-3 inr. Customer visited patient and did a comparison on (B)(6) 2010.